Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) remoted in and checked on network connection; there were no lan/ ethernet2.0 detected. So, the tss guided the customer to check on switch behind cabinet and flip it on and once turned on drawer ethernet was detected and the tss relaunched application and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower error was displayed stating 'application is unavailable as drawers are offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.